Event description:
The customer reported that their central nurse's station (cns) main display is black.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at university hospital and clinics reported the following issue with pu-621ra; sn (B)(6) from patient monitoring: their cns main display is black. The customer also reported that they rebooted the unit, but the issue persisted. No loose cables detected. Investigation summary: the root cause of the issue was determined to be excessive power usage by a video splitter. A video splitter is a device that takes one signal from a video source and replicates it over multiple monitors. This is a non-nk accessory. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a 3rd party accessory and not nk device failure. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. B6 . B7. D10. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4. G3. G6. H2. H6. H10.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) main display is black. The customer also reported that they rebooted the unit, but the issue persisted. During initial troubleshooting the secondary display went black as well. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) main display is black.